Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported via facility medwatch (B)(4) that the rotawire broke and remained inside the patient's body. The target lesion was located in the right coronary artery (rca). A 330 cm rotawire¿ was selected for use. During the procedure, a non bsc guidewire was exchanged for a rotawire through the non bsc microcatheter and was advanced into the aorta. Then, the snare was used to attempt grabbing of the rotawire, but before success, the radiolucent tip of the rotawire became detached from the rest of the wire. The fragment was found at the abdominal aorta and it was attempted to grab and retrieved with the snare; however, the fragment embolized distally to the left iliofemoral system. The rest of the rotawire was then removed from the ebu and was replaced with another long non bsc guidewire and was inserted via the same non bsc microcatheter and externalized through the ostial rca dissection. The non bsc guidewire was inserted retrogradely into the non bsc guide catheter and the microcatheter was advanced into it. The non bsc guidewire was then exchanged for another rotawire, which was externalized via the right femoral artery guide catheter. Antegrade balloon dilation was then performed via the femoral guide catheter, over the rotawire with a 2.0 x 20 mm semi-compliant emerge balloon at 11 atm from distal to ostial rca. No further patient complications were reported.